Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B) (4)

Event description:
A physician reported, a novasure endometrial ablation was performed on (B) (6) 2010, and on a post laparoscopy, he noted a perforation close to the right cornua and blanched tissue, 10mm in diameter, on the serosal surface of the uterus. No bowel burn was seen. No treatment was needed and the patient was discharged home that day after an extended recovery period. Additionally, he reported, the patient is doing fine on follow-up. A dilatation and "sharp" curettage (d&c) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.